Event description:
It was reported via facility medwatch# (B)(4) that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon in the left main. A 6f non- boston scientific guide extension catheter was used to remove the dislodged stent. During removal of the stent, the initial wiring was threaded through a strut on the left circumflex stent (lcx) and resulted in the unintended removal of the lcx stent.